Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported not feeling any stimulation and suspected it might be related to a fall down the stairs yesterday. Pt stated they had a bruised rib and underwent tests, including an x-ray. Agent confirmed that pt's stimulation was on and instructed pt to try increasing stimulation on group a. Pt increased stimulation from 3.1 to 4 on program 1 but still did not feel any stimulation. Pt also tried adjusting groups a and c but reported no sensation from either. Agent redirected the pt to hcp.